Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized, the customer experienced a blood glucose reading of 500 mg/dl, after he had eaten. The customer treated his blood glucose, but the customer started feeling sick and began to vomit a short time after. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.